Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device lost power when connected to a patient in vvi mode. This was indicated as not due to a low battery. It was also noted that the device was checked for 24 hours, and the event could not be duplicated. Follow-up information received indicated the staff had to pace the patient with another device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were observed. The ring cover was found to be broke and battery contacts compressed.

Event description:
It was reported the device lost power when connected to a patient in vvi mode. This was indicated as not due to a low battery. It was also noted that the device was checked for 24 hours, and the event could not be duplicated. No patient complications were reported as a result of this event.